Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded it is feasible to use endoanchors with the chimney-graft technique to prevent type ia endoleaks in the treatment of juxtarenal aaas. Device not returned.

Event description:
Received an article titled endoanchors minimize endoleaks in chimney graft endovascular repair. Purpose: to report our experience with using this adjunctive step during ch-evar.6. Method: from july 2013 through july 2014, we used the chimney-graft evar technique in 5 patients whose juxtarenal aaas had a short or no proximal aortic neck. Per the article adverse events included type ii endoleak.